Manufacturer narrative:
(B)(6). Method: product not returned for the evaluation. Evaluation was not possible, as the devices are not being returned. A review of the device history records and quality records associated with these manufactured lots confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a procedure, a disassembled handle from the insert instrument declamped while pulling it out of the joint. It was confirmed that nothing broke off in the patient. The anchors were not damaged. Inserters were removed with the aid of a hammer. It was reported that drill used was a 2.9mm.